Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the 1st distal stent strut row was noted to be lifted from their crimped position and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. This type of damage most likely occurred during device handling prior to procedure. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. This type of damage most likely occurred during device handling prior to procedure. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08jul2019. It was reported that tip damage occurred. During preparation of a 2.75x32 synergy drug-eluting stent, it was noticed that the tip was damaged. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.